Event description:
Per the clinic, the patient experienced skin overgrowth and chronic skin infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient also underwent abutment removal procedure under general anesthesia (specific date not reported).